Manufacturer narrative:
Brand name, common device name.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 in the morning when they awoke. Customer changed the cartridge out and received another alarm shortly after. Customer&#38112;blood glucose levels were at 385 mg/dl and were treated by administering a correction bolus. Pump will be replaced.